Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 486 mg/dl. Customer¿s current blood glucose level was 369 mg/dl. Customer treated high blood glucose with insulin pump. Customer stated that there was no air bubble or leak. Customer did not allege insulin pump for under delivering. Customer states that she is not using the auto mode feature. The insulin pump will not be return for analysis.